Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that 10 instruments from the same batch broke in one year. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device has been returned to the manufacturer. The device analysis showed that 10 products have been returned. 2 products were totally broken on the bottom of the pieces a part of the piece is missing. 5 products were damaged and twisted on one side on the bottom of the pieces. 3 products were not damaged but twisted on the bottom of the pieces. Different batch have been received for this complaint. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The review of the raw material certificate shows no non conformity or deviation. 1 complaint (involving 10 products), this one included, has been recorded on exception standard stem trial neck s456, reference a120s456, batch 1681829170. According to available data, root cause of the event was unable to be determined. A summary of the investigation was sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trend.

Event description:
It was reported that 10 instruments from the same batch broke in one year. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. The following section has been updated : b4, b5, g4, g7, h1, h2, h10 the device has been returned to the manufacturer. 4 products (lot 1681829170 and 1524302020) were damaged and twisted on one side on the bottom of the pieces. 1 product (lot 1549400030) was totally broken on the bottom of the pieces a part of the piece is missing. 3 complaints, this one included, have been recorded on exception standard stem trial neck s456, reference (B)(4), batch 1681829170 since ever and related to instrument fracture. Investigation results concluded that the reported event was due to wear and tear from use. A summary of the investigation was sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends.

Event description:
It was reported that the instruments broke. No adverse events have been reported as a result of the malfunction.